Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular impedance decreased from 472 ohms at implant to 270 ohms then 230 ohms.